Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) fiber connector overheats. (B)(4) user burn. (B)(4). According to the complainant, the suspected device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during a left ureteroscopy with laser lithotripsy and stent placement performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 100w with 0.2 x 0.4j x 20w settings. According to the complainant, during the procedure, it was noted that the laser fiber was not working. The nurse went to change the laser fiber and upon unscrewing the connector from the laser unit, the laser fiber connector had overheated and burned the nurse's index finger and thumb. Cold water was immediately poured onto the burned site but still resulted to a sizeable blister. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.